Event description:
In 2002: a family member contacted the pt's health care plan to report that they thought the meter "had been malfunctioning". The family member said the results were inaccurate and blood glucose "got too high". 7/2002, the pt was contacted by customer service. Pt informed that they had not felt well. Because the meter allegedly would not turn on, their family member took them to the ER where their blood glucose was over 800 mg/dl. The pt was able to turn on the meter manually; however, when a strip was inserted pt said "nothing happened". 7/2002: medical affairs spoke with the pt. Pt reported that in july they tested on their meter obtaining results in the 100s. A few days after, it would not turn on. Pt started using their family member's lifescan meter. Doesn't recall the results. Pt does not recall testing on those two days on either meter and does not recall if they took their insulin. In 2002, pt was "not quite conscious" and had spent the day tired, drained, and "throwing up a lot" therefore pt does not know what problem their family member had with it. (It is not clear if once the pt tried to use the meter it did not turn on or it showed dashes). The family member took the pt to the ER that evening where they were treated with insulin drip after the ER obtained a result of "over 800". Sample and method unknown. A hgba1c in the hosp was 14%. Since their discharge 2 days after, pt has felt fine. The date and time in the meter were not accurate. The date reflected 2/2002. The first five results pt read were 146, 106, 112, 191, 153, all mg/dl with dates of jan. 2002 through 2 days. No blood glucose average was present. Pt placed an unused strip in the meter obtained from the same vial used and it powered on. Meter displayed three straight lines which indicated the code had been lost and meter had to be re-coded. The pt coded the meter to match the strip code and successfully performed their first blood test of the day at noon, central time; result 114 mg/dl. Pt was satisfied. Pt could not locate their control solution. Pt's family member was not available to talk to, therefore it is not clear what they experienced once trying to turn the meter on. This situation may have been caused by power interruption. Power interruption in this meter may result in lost meter set up and calibration code. To start using the meter again pt needs to enter set up mode and put in the correct date and time and calibration code again. Part of the remedical action for this issue is to send customers letters explaining this fix. Customer had not received the letter.